Event description:
On (B) (6) 2009, the user received erroneous results for magnesium. The sample was run on the modular p and generated a result of 0.3 mmol per l. Later the same day, they obtained another serum tube from the same pt. Again the magnesium result from modular gave 0.3 mmol per l. They tested the magnesium result on the integra and obtained 0.35 mmol per l. The user feels that the magnesium results are not credible since these values are not compatible with life. No info was provided to determine if erroneous results were reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.